Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe was damaged. The following information was provided by the initial reporter, translated from german to english: the luer-lock thread of the syringe has broken off. Mind you, not broken off, i.e. The thread was literally pulled out of the tip of the syringe.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2207061, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. All product was visually inspected, the tips were verified to be properly molded and no damage or other defects within the tip were observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues related to the reported event were found. Based on the available information and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe was damaged. The following information was provided by the initial reporter, translated from german to english: the luer-lock thread of the syringe has broken off. Mind you, not broken off, i.e. The thread was literally pulled out of the tip of the syringe.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.